Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was "blocked" and unable to be taken out easily. The customer discovered the catheter was kinked after the spring wire guide was taken out. No patient harm reported.

Event description:
It was reported the spring wire guide was "blocked" and unable to be taken out easily. The customer discovered the catheter was kinked after the spring wire guide was taken out. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.